Event description:
It was originally reported that the patient has not recharged for one year because it got to be too much of a burden. The ins became overdischarged. A physician mode recharge (pmr) was going to be done. It was confirmed that the pmr was successful. No additional diagnostics or interventions were required. The patient was not receiving effective therapy yet. His battery charge was not increasing. He felt the recharger was broken but it was not certain. The company representative was going to arrange to meet with him. It was later reported that the patient was unable to charge and wants the ins replaced with a non-rechargeable. The patient was not willing to meet the company representative again.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 3487a-45, lot# v014600, implanted: (B)(6) 2007, product type lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3487a-45, lot# v017169, implanted: (B)(6) 2007; product type lead; product ID 377660, lot# v012543, implanted: (B)(6) 2007, product type lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger. (B)(4).